Manufacturer narrative:
Reported event: the reported device is a 3.0 rio® robotic arm - mics, catalog: 209999 device history review: a review of the DHR associated with rio 269 found quality inspection procedures and pt review successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure. There were other reported events ((B)(4)). Conclusion: no investigation was conducted since no information was provided. The device was not returned for evaluation.

Event description:
As reported: "on 08/28/2017, I reviewed a data spreadsheet as support documentation for dr. (B)(6) 4 & 5 payments. Upon review, I noticed that four patients had revisions within the past five years." Event details per spreadsheet: left knee, patient bmi 25.1, revised to tkr. Revision surgeon identified as dr. (B)(6). Additional comment: "uni was not for her."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported: "on (B)(6) 2017, I reviewed a data spreadsheet as support documentation for dr. (B)(6) milestones 4 & 5 payments. Upon review, I noticed that four patients had revisions within the past five years." Event details per spreadsheet: left knee, patient bmi 25.1, revised to tkr. Revision surgeon identified as dr. (B)(6). Additional comment: "uni was not for her."